Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away, the cause provided being "expired due to other disease". Furthermore, it was reported that the patients' outcome was not device or therapy related. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 18mar2014. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.